Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("auto-immune disorder") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri cyclen from 2001 to (B)(6) 2006. Past adverse reactions to the above products included contraception with ortho tri cyclen. Concomitant products included amitriptyline from (B)(6) 2015 to (B)(6) 2015, citalopram and duloxetine hydrochloride (cymbalta) from 1(B)(6) 2015 to (B)(6) 2015 for anxiety, amitriptyline hydrochloride (elavil) from (B)(6) 2014 to (B)(6) 2014 for fatigue, scalpicin [hydrocortisone,menthol] for hair loss, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2010, ketorolac and trometamol for pelvic pain as well as duloxetine since (B)(6) 2017, escitalopram oxalate (lexapro) from (B)(6) 2014 to (B)(6) 2014, gabapentin from 1(B)(6) 2015 to (B)(6) 2017, hydroxyzine since (B)(6) 2017, ibuprofen (motrin), paroxetine hydrochloride (paxil) since (B)(6) 2015, tramadol since (B)(6) 2015 and varenicline tartrate (chantix) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 1 month 3 days after insertion of essure (ess205), the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraine headaches / migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced urticaria ("rashes or skin conditions type: acute urticarial in right arm"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2014, the patient experienced menorrhagia ("prolonged menses / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced fibroma ("tumor / teratoma / cancer type: fibroid tumor"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain / lower back pain"), menstrual disorder ("abnormal menstrual bleeding"), vision blurred ("vision/eye problems type: blurry vision") and feeling abnormal ("brain fog"). The patient was treated with cyclobenzaprine and surgery (total hysterectomy with bilateral salpingectomy and essure devices removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, anxiety, fibromyalgia, headache, nausea, fibroma, vision blurred, fatigue and feeling abnormal outcome was unknown and the autoimmune disorder, abdominal pain, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, migraine, alopecia, vaginal haemorrhage, urticaria and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibroma, fibromyalgia, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urticaria, vaginal haemorrhage and vision blurred to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: no tubal patency; in 2004: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, autoimmune disorder type of disorder: fibromyalgia, rashes or skin conditions type: acute urticarial in right arm, headaches, nausea, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: fibroid tumor, pain, vision/eye problems type: blurry vision, fatigue, other injury (ies) or complication (s) please describe: brain fog. Historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and essure devices removal). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, menorrhagia, menstrual disorder and migraine to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2004: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.